Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 44 mg/dl and 54 mg/dl. The customer was treated with orange juice and banana and it started going down. Troubleshooting was declined for low blood glucose value. The device will not be returned for analysis.